Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with noise on the right ventricular channel that resulted in multiple non-sustained vt/vf egms. It was noted that the device delivered inappropriate antitachycardia (atp) therapy but did not shock the patient for noise. It was suspected that there was likely lead damage that was causing the noise. Programming changes were made temporarily, and lead revision was discussed. The patient was in stable condition.

Event description:
New information received states that suspected signs of early lead failure was noted on the right ventricular lead. The right ventricular lead was capped on (B)(6) 2019. A subcutaneous implantable cardioverter defibrillator system was implanted. The patient was stable post procedure.